Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed with errors. The blood glucose reading was 408 mg/dl. The customer attempted to treat with the device. The insulin pump alarmed failed battery test and motor error twice during a basal attempt. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.